Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device received error 01 (patient line open),113 (reduced water temperature control) occurred. The water temperature did not drop. The water temperature of chiller temperature (t4) sensor was 5. There was a possibility that the mixing pump had deteriorated. It was noted that no impact to the patient. The case was completed with the replacement machine. Per additional information via email from ibc on (B)(6) 2023, it was confirmed that the device was not used on the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device received error 01 (patient line open),113 (reduced water temperature control) occurred. The water temperature did not drop. The water temperature of chiller temperature (t4) sensor was 5 degree celsius. There was a possibility that the mixing pump had deteriorated. It was noted that no impact to the patient. The case was completed with the replacement machine. Per additional information via email from ibc on 10oct2023, it was confirmed that the device was not used on the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device received error 01 (patient line open),113 (reduced water temperature control) occurred. The water temperature did not drop. The water temperature of chiller temperature (t4) sensor was 5. There was a possibility that the mixing pump had deteriorated. It was noted that no impct to the patient. The case was completed with the replacement machine. Per additional information via email from ibc on 10oct2023, it was confirmed that the device was not used on the patient.